Event description:
It was reported that prior to an unknown procedure there was a solid tone with error code 5 during the pre-run test. Changed to a new device to complete the procedure. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Pin hole. Potential reprocessing. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.